Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for an arterial thrombectomy procedure. The catheter was primed then ran in thrombectomy mode for about 20-30 seconds and a check saline error occurred. The catheter lost aspiration power. A re-prime and reset were attempted; however the error remained. Saline was noted to be leaking from in the tray of the angiojet console. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.